Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence it was reported that their therapy was not working, and they had a lot of bruising in their lower back area. Patient stated they were constantly seeing a leak in the urinal. Patient said they contacted their doctor and sent pictures of how bruised the area is. Patient said that their ins never really worked, they charged their ins, and they are using the same program, but the more patient stay in the same program, the worse their lower back problems are. Patient mentioned they had the same problem when they had another one put in by another company, and it was the same with their ins now, and they started having back pains with it too, so they thought this one would do better, but they just got too much pain. Patient said that they want to see if the pain will go away or decrease at least. Patient said that they can't just leave the ins in and be hurt all the time. Patient said that it's like somebody hit the patient, and it's like full of blood on the patient's back. Agent asked patient if they tried turning off their therapy to see if it would lessen the pain. Patient said that they never thought of it but will turn off their ins today when they get home. Patient said that they cannot even sleep at night on their side. Patient said that they wished they keep the ins because they hated the symptoms that they had, but they didn't have any choice. The patient was redirected to their healthcare provider to further address the issue. Patient provided an event date a couple of months ago. 2025-jul-17 additional information was received from a healthcare professional (hcp). The hcp reported that the patient (pt)system was explanted yesterday and the caller notes there was a request to send the implanted components back to.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is (year valid), see b5 for appropriate date range if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.